Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility. Additional information received from the user facility states that it is believed that issue may have been caused by the facility¿s heat cabinet. The user facility is conducting an ongoing investigation regarding the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the patient¿s outcome is unknown at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported complaint. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that post a transurethral resection of the prostate gland (turp) procedure, the doctor noted redness on the patient¿s penis that was indicative of urethral burn. A piece of mucosa was taken from the patient¿s mouth to reconstruct the urethra. No further information was provided.